Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit has broken or bent. It happened during the surgery, but there was no prolongation. This report is for an unknown drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. Multiple broken/bent drill bits were reported at the same time; an event date of (B)(6) 2015 was noted, but it could not be confirmed if that applied to all broken/bent drill bits or only one. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown drill bit. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.